Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was replaced, and fluid loss was identified from the device. There were no additional patient complications reported.